Event description:
Reporter stated that pt was found, lying on the floor, exhibiting hypoglycemic symptoms. Based on patient's symptoms, reporter summoned emergency medical services. Reporter indicated that, while awaiting paramedics' arrival, patient's blood glucose waas tested using the suspect device, with a result of 124 mg/dl. Five minutes later, patient's blood glucose was reportedly retested on paramedics' blood glucose monitor, with a result of 40 mg/dl. Reporter stated that patient was treated with intravenous fluids (contents not provided) and was transported to the hospital for additional treatment. Patient was reportedly hospitalized for 9 days, for treatment of blood glucose and (unspecified) injuries sustained from falling druing hypoglycemic event. Reporter was unable to provide additional details of treatment received. Patient's current condition: "feeling ok." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.